Event description:
It was reported that a customer experienced a cartridge alarm with their pump during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by replacing the pump, and the customer planned to use multiple daily injections for insulin delivery in the meantime.